Manufacturer narrative:
A cardioquip technician forwarded pictures of internal discolored tubing to cardioquip epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. An internal water pathway replacement was performed on this device to bring it back into specification. Following the repair, the device passed inspection and is fully functional.

Event description:
Due to brown discoloration in the water path discovered during on site service, cardioquip recommends an internal water pathway replacement.